Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 200 mg/dl and their sensor glucose read 54 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor was received with bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.